Manufacturer narrative:
This report is for an unknown synthes custom design 90 degree angle blade plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: carpenter, c. And jupiter, j. (1996), blade plate reconstruction of metaphyseal nonunion of the tibia, clinical orthopaedics and related research, num. 332, pages 23-28 (1996). The purpose of this study is to describe the authors' experience in using a fixed angle blade plate combined with autogenous cancellous bone graft in the operative management of 16 nonunions of the tibia located in either the proximal or distal metaphyseal regions. From 1985 to 1993, 16 patients (8 males and 8 females) with a mean age of 40 years (range 20-55 years) were treated with internal fixation using a 95 degree condylar blade plate and an unknown synthes custom design 90 degree angle blade plate. The mean duration of follow-up was 23 months. The following complications were reported as follows: 1 patient had a superficial wound necrosis that healed with local wound care. 2 patients did not achieve union, both were complicated by the reactivation of prior quiescent sepsis. In each case, the blade was removed and a wire fixator applied. 3 patients reported pain with exertion, although none had pain at rest. 2 patients had limitation of 30 degrees or less compared with the opposite side with their knee mobility. 2 patients had plate removal because of discomfort over the plate. This report captures the following reported events: 2 patients did not achieve union, both were complicated by the reactivation of prior quiescent sepsis. In each case, the blade was removed and a wire fixator applied, 3 patients reported pain with exertion, although none had pain at rest, 2 patients had limitation of 30 degrees or less compared with the opposite side with their knee mobility, 2 patients had plate removal because of discomfort over the plate. And the patient with a superficial wound necrosis is not related to the synthes implant and therefore, will not be reported. This report is for an unknown synthes custom design 90 degree angle blade plate. This is report 1 of 1 for (B)(4).